Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle, plastic distal end cover, bending section cover, adhesive around the objective lens, connecting tube, and the up/down/right/left knobs. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found foreign material in the nozzle, plastic distal end cover, bending section cover, adhesive around the objective lens, connecting tube, and the up/down/right/left knobs. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviations from instructions for use (IFU) were confirmed: a possible delay in pre-cleaning, a possibility that sufficient brushing could not be performed, and the device was not correctly reprocessed. Based on the results of the investigation, it is likely that reprocessing deviated from the IFU led to the malfunction; however, the type of the material or definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the IFU and reprocessing manual: "all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocess of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor the field performance of this device.